Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 95% to 5% then jumped back up to 100%. In addition, at the time of the call the pump was unable to be charged despite the attempt of multiple wall adapters, usb cables and power sources. Customer reported blood glucose level was 162 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.